Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use had foreign matter present. The following was received by the initial reporter: a 2017 study comparing various syringes used in ivi showed that sods appeared at the end of injections with fixed-needle insulin syringes when the plunger was completely depressed.

Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. Please note that intraocular application is not within the intended use of material 309628. Per labeling, bd does not validate material 309628 for intraocular use. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use had foreign matter present. The following was received by the initial reporter: a 2017 study comparing various syringes used in ivi showed that sods appeared at the end of injections with fixed-needle insulin syringes when the plunger was completely depressed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.